Event description:
It was reported that an ilet user contacted support with concern about insulin stacking and insulin on board before announcing the next meal; the user¿s glucose was approximately 188 mg/dl with a downward trend and about 7.3 units of insulin on board a little over three hours after a breakfast announcement. Symptoms included concern for potential hypoglycemia risk rather than an experienced adverse event. Outcomes included user education and troubleshooting regarding insulin on board dynamics and meal timing, with agreement to wait approximately one additional hour before announcing lunch. Investigation included a review of the reported timeline of the prior meal announcement and counseling on device use. Investigation of this case revealed no device malfunction, alarm, or alert, and the device functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear and related to use conditions and user caution rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.